Event description:
It was reported that pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Customer tried multiple troubleshooting steps with technical support, including pressing button in different ways and charging pump with known working equipment, but pump display did not turn on, so technical support arranged replacement pump under warranty, confirmed shipping address, and instructed customer to use multiple daily injections as backup therapy, place pump into storage mode before return, and send problematic pump back using prepaid label within 10 days, which customer understood and acknowledged.